Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. A medtronic representative reported that the site informed them that the suspect instrument was repaired by a biomedical engineer on site.

Event description:
A medtronic representative reported that, while outside of a procedure, the vertek arm would not fully tighten. There was no patient present when this issue was identified. No additional information was provided.